Event description:
On (B)(6) 2011 customer reported that approximately 10-15 ml of fluid leaked from the hmx al instrument. The leak was not contained within the instrument. Customer stated that they were attempting to bring the instrument up from lockup at the time of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and was unable to duplicate the leak. Fse noted that the leak most likely occurred when the instrument locked up and flooded the vacuum system. No further leaks were reported.

Manufacturer narrative:
(B)(4).